Event description:
The healthcare professional reported that during a procedure, ¿we had two cereglide catheters where the hubs were cracked ¿ drawing air.¿ the two 132cm cereglide 71 intermediate catheter (nic71132u) were from two different lots: the first cereglide is from lot 31303031 and the second cereglide is from lot 31411523. There was no report of any patient impact.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is nry/qjp. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31411523) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 14-jan-2025. [Additional information]: on 14-jan-2025, additional information was received. The information indicated that the patient is a 68-year-old female. The procedure was a thrombectomy targeting the middle cerebral artery (mca). The two cereglide catheters were used during the same procedure. The replacement was another cereglide catheter. The information confirmed the procedure was successfully completed with the new replacement cereglide. There was no negative patient impact and no delay in the procedure from the reported issue. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 28-jan-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 132cm cereglide 71 intermediate catheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damages was observed. The returned cereglide intermediate catheter was flushed using a lab sample syringe with water. No leak was observed from the hub section. The functional test was completed successfully, and no integrity issues were found with the device. As a result, the leakage condition and the cracked catheter issue could not be confirmed. However, it's possible that other factors or issues occurred during the device's use that could not be replicated during the analysis. A review of manufacturing documentation associated with this lot (31411523) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached as to the cause of the event reported, the instructions for use (IFU) contains the following precautions: carefully inspect all devices prior to use. Verify size, length, and condition are suitable for the specific procedure and patient. Do not use a device that has been damaged in any way; replace with another intermediate catheter. A damaged device may cause complications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.